Event description:
Acuvue oasys contact lenses: clear vision and comfort at first use, then after two or three days, blurred vision due to hazy buildup on contacts, matted eyes, itching in corners, sore eyes. Problems stops shortly after removal. Have never had problems with contact use prior to this brand. Thought it was allergies and started taking an otc allergy med with no relief. I have asked if there was a problem with the brand since I run through a box of six in a week and a half instead of the 6 weeks they are supposed to last, and am constantly reassured they are fine. I had initially asked to be placed in a daily disposable due to contact problem but instead was directed to try a multifocus lense...after that fiasco I asked to be placed back into a regular lense and was again put in the oasys. I started documenting the actual symptoms at that point. Dose or amount: 1 lense per eye. Frequency: 2 weeks. Dates of use: 2 years. Diagnosis or reason for use: near sited vision. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.